Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that patient had recharging issues and using battery faster than normal and lack of relief. Pt stated he fell on his ipg months ago. Impedance check done with multiple electrodes out 3,4 and 6. All those are oor. Reprogrammed the pt to not utilize those electrode and was able to capture the correct anatomical areas. Issue was resolved.